Manufacturer narrative:
This event occurred in (B)(6). Calibration and qc were acceptable. No issues were identified during a review of the alarm trace data. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e801 module. The initial result was 0.0336 ng/ml. This result was reported outside of the laboratory. A new sample was obtained and the result was 0.00719 ng/ml. This sample was repeated with a result of 0.0074 ng/ml. The original sample was repeated and the result was 0.00716 ng/ml. The troponin t hs reagent lot number was 37069503 with an expiration date of 31-mar-2020.